Manufacturer narrative:
Corrected information provided in b.2. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was a presence of multiple microvacuoles consistent with glistenings in an intraocular lens (iol) implanted in a patient who underwent cataract surgery in 2022. In addition to this finding, a refractive change was also noted when compared to the examination performed two years earlier. The physician had no intention to perform an explant at this time. Glasses were prescribed to the patient, and if needed, he would perform a laser touch-up. There are two medical device reports associated with this patient. This report is associated with the left. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).